Event description:
It was reported during prostate procedure closure, after hearing a blow up noise inside the equipment, the customer pressed on emergency switch off button and error codes 213 and 235 were observed on the screen. Burning smell from greenlight console was also noticed by the customer and was reported. Patient outcome: "no information available" was reported. No patient injury reported. No further information was reported at this time.

Manufacturer narrative:
Information received indicated that the laser power supply and the resonator needs to be replaced. This unit is customer owned and the service on the console requires customer approval. Therefore, the service on the console is not yet completed.